Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
It was reported that the patient who underwent a primary total shoulder arthroplasty in (B)(6) 2024 and did well postop for nearly one year. The patient sustained a weightlifting injury spring 2025 and was subsequently noted to have humeral head migration on plain x-ray with a CT arthrogram showing subscap/supraspinatus tear. The patient was scheduled for a revision surgery on (B)(6) 2026.